Event description:
Mfg consultant reported that she is having issues with her wand and states "it will not work unless she holds the wand cord against the wand. She has ruled out issues with the wand battery and would like us to send her a new wand." The wand was returned for product analysis and there was a serial adapter/cord failure. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substitute and all communications errors cleared. After the serial data cable was substituted, the wand passed functional test and it was verified through consistent communication of the wand. A serial adapter cord failure was the cause of the reported event.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.